Event description:
Balloon leakage during use. Customer tried repeatedly to place catheter in coronary sinus. He inflated balloon a couple of times to test/verify placement and then deflated. The last time he deflated the balloon, he found that the syringe filled with blood.

Manufacturer narrative:
Blood was found inside balloon lumen and underneath balloon. Balloon was found to be ruptured in central area. Balloon was baggy and appeared to be thin at the site of rupture. Balloon protruded towards ruptured side. These physical appearances suggested that balloon could be eccentric. Visual inspection of the burst balloon under 10x magnification verifies that the balloon is broken. The edges of the burst are smooth in appearance. This is usually what a balloon looks like when it is punctured with something sharp. Visual inspection of the rest of the device verifies there is a sharp kink approx (11) inches from the distal tip. Water was introduced through all of the lumens and the water flows from where it should. The kink does not affect function. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. There is no way to determine how or where the damage to the balloon occurred.